Event description:
It was reported that during a support call the patient accidentally triggered a meal announcement on the ilet system and was advised to consume a carbohydrate amount consistent with their usual breakfast and to confirm carbohydrate intake and blood glucose shortly thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no escalation of care. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed user error related to an inadvertent meal announcement, with device function otherwise normal. It was concluded that the cause was user error.